Event description:
During an esophageal banding procedure, the physician used a wilson-cook six shooter saeed multi-band ligator and an olympus gif-160 endoscope. The barrel detached from the endoscope into the pt's stomach. The barrel was retrieved with a retrieval basket. An injury or adverse event involving the pt did not occur.